Manufacturer narrative:
Other (secondary intervention: antibiotic therapy administered) - evaluation results: (failure to adhere to the product instruction for use), (unclean product used). Conclusion: (failure to adhere to the product instruction for use).

Event description:
It is reported that a 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed into a patient for an emergency case; a second 3.0 mm diameter x 18mm length endeavor rx drug-eluting coronary stent from the same lot # was also deployed (MFR report# 2953200-2009-00891), the aluminum package was opened and the product was handed to the physician with the non sterile inner pouch. The physician noticed that the procedure was completed procedure using unclean products by a poster present in the cath lab warning of endeavor's package handling. It is reported that the patient was feverish before pci. Antibiotic therapy was administered prior the procedure as the patient was feverish; this therapy was also continued post procedure. The patient is reported to be fine and no other sequelae were reported. The endeavor rx instruction for use clearly states that the outer surface of the inner pouch is not sterile and instructs the user not to introduce the non-sterile packaging into the sterile field. A warning is also printed on the external surface of the foil pouch which states as follows: "this protective outer pouch contains an inner pouch with a non sterile exterior. The contents of the inner pouch are sterile". The product/device has not been identified as the root cause of the event. The root cause of the event was a failure of the user to adhere to the product instruction for use.